Event description:
Caller stated that the following results were performed on the same device within 10 minutes: 12mg/dl, 13mg/dl, and 114mg/dl. No adverse event reported. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.